Manufacturer narrative:
The distal tip of the soft cannula was damaged. The damaged distal tip did not prevent the fluid from flowing its intended fluid path as it exited via the cross drill of the soft cannula. Investigation of the device did not find any other damages or abnormalities that could affect insulin delivery. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, a manual injection of insulin was delivered.